Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), fallopian tube perforation ("perforation (fallopian tube(s))") and autoimmune disorder ("autoimmune disorder") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced cystitis ("infection (bladder)"), urinary tract infection ("infection urinary tract") and vaginal infection ("infection vaginal"). In (B)(6) 2012, the patient experienced autoimmune disorder (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). The patient was treated with surgery (on (B)(6) 2014 bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, fallopian tube perforation, autoimmune disorder, dyspareunia, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction and hypersensitivity outcome was unknown. The reporter considered autoimmune disorder, cystitis, dyspareunia, fallopian tube perforation, female sexual dysfunction, hypersensitivity, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded . Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received- reporter information, patient details, other relevant history, product information and events- (perforation (fallopian tube(s), autoimmune disorder, abnormal bleeding (vaginal), menorrhagia, infection (bladder), infection urinary tract, infection vaginal, apareunia (inability to have sexual intercourse), allergic or hypersensitivity reaction incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain / often and severe pelvic pain"), fallopian tube perforation ("perforation (fallopian tube(s))"), uterine perforation ("perforation (uterus)") and autoimmune disorder ("autoimmune disorder") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included shoulder injury. Concurrent conditions included retroverted uterus and uterine fibroids. In (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced cystitis ("infection (bladder)"), urinary tract infection ("infection urinary tract"), vaginal infection ("infection vaginal"), bladder disorder ("bladder or urinary problems or changes bladder") and urinary tract disorder ("bladder or urinary problems or changes bladder"). In (B)(6) 2012, the patient experienced autoimmune disorder (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)") and hypersensitivity ("allergic or hypersensitivity reaction"). On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and back pain ("often and severe back pain"). The patient was treated with surgery (bilateral salpingectomy with fluoroscopy performed on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and back pain was resolving and the fallopian tube perforation, uterine perforation, autoimmune disorder, dyspareunia, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, hypersensitivity, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered autoimmune disorder, back pain, bladder disorder, cystitis, dyspareunia, fallopian tube perforation, female sexual dysfunction, hypersensitivity, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: pain decreased shortly after removal of essure, and since 2009 to present days she used otc acetaminophen and/or nsaids. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: pelvic pain, dyspareunia. Most recent follow-up information incorporated above includes: on 14-may-2018: pfs received: the events ¿uterine perforation¿, ¿bladder disorder¿, ¿urinary tract disorder¿ and ¿back pain¿ were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain / often and severe pelvic pain"), fallopian tube perforation ("perforation (fallopian tube(s))"), uterine perforation ("perforation (uterus)") and autoimmune disorder ("autoimmune disorder") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included shoulder injury. Concurrent conditions included retroverted uterus and uterine fibroids. Concomitant products included nsaid's since 2009 and paracetamol (acetaminophen) since 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2010, the patient experienced bladder disorder ("bladder or urinary problems or changes bladder"), urinary tract disorder ("bladder or urinary problems or changes bladder") and urinary incontinence ("lost bladder control"). In 2010, the patient experienced cystitis ("infection (bladder)"), urinary tract infection ("infection urinary tract") and vaginal infection ("infection vaginal"). In (B)(6) 2012, the patient experienced autoimmune disorder (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)") and hypersensitivity ("allergic or hypersensitivity reaction"). On (B)(6) 2014, 5 years 8 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and back pain ("often and severe back pain"). The patient was treated with surgery (bilateral salpingectomy with fluoroscopy performed on (B)(6) 2014), surgery (bilateral salpingectomy with fluoroscopy performed on (B)(6) 2014) and surgery (bilateral salpingectomy with fluoroscopy performed on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and back pain was resolving and the fallopian tube perforation, uterine perforation, autoimmune disorder, dyspareunia, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, hypersensitivity, bladder disorder, urinary tract disorder, depression, anxiety and urinary incontinence outcome was unknown. The reporter considered anxiety, autoimmune disorder, back pain, bladder disorder, cystitis, depression, dyspareunia, fallopian tube perforation, female sexual dysfunction, hypersensitivity, menorrhagia, pelvic pain, urinary incontinence, urinary tract disorder, urinary tract infection, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: pain decreased shortly after removal of essure, and since 2009 to present days she used otc acetaminophen and/or nsaids. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: pelvic pain, dyspareunia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received - new event 'depression, mental anguish, lost bladder control" were added. Product implant date was updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain / often and severe pelvic pain/pain'), fallopian tube perforation ('perforation (fallopian tube(s))/perforation (fallopian tube(s'), uterine perforation ('perforation (uterus)/perforation uterus / migration of essure device location of device: uterine cavity') and autoimmune disorder ('autoimmune disorder') in a 33-year-old female patient who had essure (batch no. 628144) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included shoulder injury. Total bilateral occlusion ¿ plaintiff was told on (B)(6) 2009. The coils were functioning properly by (healthcare provider). Concurrent conditions included retroverted uterus, uterine fibroids, peptic ulcer disease and palpitation. Concomitant products included hydrocodone bitartrate;paracetamol (norco), nsaids since 2009, omeprazole, paracetamol (acetaminophen) since 2009 and vitamin d nos (vitamin d). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced depression ("depression/psychological or psychiatric condition: depression and anxiety") and anxiety ("mental anguish"). In february 2010, the patient experienced bladder disorder ("bladder or urinary problems or changes bladder"), urinary tract disorder ("bladder or urinary problems or changes bladder") and urinary incontinence ("lost bladder control"). In 2010, the patient experienced cystitis ("infection (bladder)"), urinary tract infection ("infection urinary tract") and vaginal infection ("infection vaginal"). In (B)(6) 2012, the patient experienced autoimmune disorder (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)") and hypersensitivity ("allergic or hypersensitivity reaction"). On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required), 5 years 8 months after insertion of essure. On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and back pain ("often and severe back pain"). The patient was treated with surgery (bilateral salpingectomy with fluoroscopy performed on (B)(6)2014). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, hypersensitivity, bladder disorder and urinary tract disorder had resolved, the fallopian tube perforation, uterine perforation, autoimmune disorder, dyspareunia, female sexual dysfunction, depression, anxiety and urinary incontinence outcome was unknown and the back pain was resolving. The reporter considered anxiety, autoimmune disorder, back pain, bladder disorder, cystitis, depression, dyspareunia, fallopian tube perforation, female sexual dysfunction, hypersensitivity, menorrhagia, pelvic pain, urinary incontinence, urinary tract disorder, urinary tract infection, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: pain decreased shortly after removal of essure, and since 2009 to present days she used otc acetaminophen and/or nsaids. Received treatment for pain, perforation. Discrepancy noted: date(s) of insertion: (B)(6) 2009 as (pif). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: essure device was successfully occluded. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: pelvic pain, dyspareunia. Lot number: 628144. Manufacturing date: 2008-09. Expiration date: 2011-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jun-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain / often and severe pelvic pain/pain'), fallopian tube perforation ('perforation (fallopian tube(s))/perforation (fallopian tube(s'), uterine perforation ('perforation (uterus)/perforation uterus / migration of essure device location of device: uterine cavity') and autoimmune disorder ('autoimmune disorder') in a 33-year-old female patient who had essure (batch no. 628144) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included shoulder injury. Total bilateral occlusion ¿ plaintiff was told on (B)(6) 2009 the coils were functioning properly by (healthcare provider). Concurrent conditions included retroverted uterus, uterine fibroids, peptic ulcer disease and palpitation. Concomitant products included hydrocodone bitartrate;paracetamol (norco), nsaids since 2009, omeprazole, paracetamol (acetaminophen) since 2009 and vitamin d nos (vitamin d). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced depression ("depression/psychological or psychiatric condition: depression and anxiety") and anxiety ("mental anguish"). In (B)(6) 2010, the patient experienced bladder disorder ("bladder or urinary problems or changes bladder"), urinary tract disorder ("bladder or urinary problems or changes bladder") and urinary incontinence ("lost bladder control"). In 2010, the patient experienced cystitis ("infection (bladder)"), urinary tract infection ("infection urinary tract") and vaginal infection ("infection vaginal"). In (B)(6) 2012, the patient experienced autoimmune disorder (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)") and hypersensitivity ("allergic or hypersensitivity reaction"). On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required), 5 years 8 months after insertion of essure. On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and back pain ("often and severe back pain"). The patient was treated with surgery (bilateral salpingectomy with fluoroscopy performed on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, hypersensitivity, bladder disorder and urinary tract disorder had resolved, the fallopian tube perforation, uterine perforation, autoimmune disorder, dyspareunia, female sexual dysfunction, depression, anxiety and urinary incontinence outcome was unknown and the back pain was resolving. The reporter considered anxiety, autoimmune disorder, back pain, bladder disorder, cystitis, depression, dyspareunia, fallopian tube perforation, female sexual dysfunction, hypersensitivity, menorrhagia, pelvic pain, urinary incontinence, urinary tract disorder, urinary tract infection, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: pain decreased shortly after removal of essure, and since 2009 to present days she used otc acetaminophen and/or nsaids. Received treatment for pain, perforation. Discrepancy noted: date(s) of insertion: (B)(6) 2009 as (pif). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: essure device was successfully occluded. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: pelvic pain, dyspareunia. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received : outcome of the event bladder/urinary disorder, allergic reaction, pain and bleeding were updated. Reporter added. Lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia"). The patient was treated with surgery (bilateral salpingectomy ). Essure was removed. At the time of the report, the pelvic pain and dyspareunia outcome was unknown. The reporter considered dyspareunia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded company causality comment. Incident~ no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.